Event description:
It was reported that during a brevera procedure on (B)(6) 2025, the user heard a grinding noise during the first sample acquisition. It is reported that the needle seemed to "jump" and in the fourth specimen, metal shavings were observed. Additionally, it was reported that the samples were not as big as they typically are. The procedure was completed successfully, and no patient or user harm was reported. No further information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.